Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. Unrelated to this reported issue, a getinge service territory manager (stm) was dispatched to evaluate a non-related issue for the involved iabp in this report in which the stm performed a full functional check, safety test, calibration, a battery run time test, and all passed. No issues related to the reported malfunction in this complaint were found.the stm then returned the iabp unit to clinical service.

Event description:
It was reported that a system failure occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that a system failure occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.